Event description:
Information was received from a healthcare provider regarding a patient receiving dilaudid via an implanted pump. The indication for pump use was spinal pain. It was reported that the patient had an MRI last night and the patient thinks that their pump did not turn back on. The patient was having return of pain symptoms. The caller verified that the patient was not hearing the pump alarm. The agent provided the nas (national answering service) contact number to page a local representative to check the pump.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.